Event description:
New cortrak 10 fr feeding tube inserted into this pt. The valve did not fit securely into the feeding tube and would not stay connected to the feeding tube, so nurse was unable to give meds or feeding through this as usual. The valve changed to lot number 4142426, and this one did stay secured and was able to be used as intended.